Manufacturer narrative:
Multiple attempts were made for additional information and to secure the return of the device. However, the customer has not responded nor sent the device back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use a vamp jr had air bubbles. No additional information was available after customer follow-up. There was no patient injury. The device is not available for evaluation.